Event description:
This case was reported by a pharmacist and described the occurrence of tongue stuck to roof of mouth, due to poligrip in a female pt who received poligrip (super corega) cream for dentures. On an unk date, the pt started poligrip (transbuccal). In 2007, the pt experienced tongue stuck to roof of mouth due to poligrip, oral disorder and inappropriate dose of drug administered. The pharmacist considered the events to be disabling. At the time of reporting, the events were unresolved. The reporting pharmacist considered the events were probably related to treatment with poligrip. Verbatim text received: this case was reported by a pharmacist. It regards a female old lady, who is being taken care of by a home care provider. As far as the pharmacist could understand, this lady is a regular user of the product (super corega cream). This time, the old lady did the product's application in her denture by herself, but regularly this is done by the home care provider. According to the pharmacist, the pt used an enormous quantity of the product, what (in her opinion) originated this entire problem. This pt went to the pharmacy yesterday with her dentures sticked to her gingiva and also to her tongue. The lady wanted to remove the denture, but she wasn't able to do it. At the pharmacy, at that time they tried to remove it with hot water, but it didn't help.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2007-00006. Poligrip cream is manufactured in another country and neither the product nor lot number for this product is available. No corrective actions have been required based on this report. Otc product - yes.